Event description:
The hard plastic part of the lumen is cracking. The whole catheter has been replaced in the past. They are removing one tomorrow, but are trying to get a repair kit so they can repair instead of pulling the whole catheter.